Manufacturer narrative:
The device has not been returned for eval at this time. A f/u report will be submitted upon completion of the plant's investigation. If medical records are made available the f/u will include a clinical investigation.

Event description:
A peritoneal dialysis (pd) pt reported that she had recently released from the hospital due to complications with her pd treatment. She reported that the cycler would fill her but was not draining enough effluent. She stated the "fluid was going to other organs" and the cycler would not drain her. The cycler was replaced and is being made available for eval. During f/u, the pt's pd nurse reported the pt had been hospitalized for hypervolemia. The hospitalization was approx one week with a discharge date of (B)(6) 2015. It was not associated with any congestive heart failure. The pt's compliance to treatment was suspected to have contributed to the event. The pt had been concerned that fluid was leaving her peritoneum and "moving to other organs" but this was ruled out while she was hospitalized. The pt's hospital records and treatment data have not been provided to the pd nurse at this time. The pt continues pd treatment. Medical records are being requested.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed physical damage on the cassette door. There were stains on the top tray. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed values were within tolerance. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. The system function tests passed. The reported problem of not draining was not confirmed during testing. However, there was visual evidence of dried fluid encountered within the recess of the bottom cover adjacent to the pump. The cause of the fluid is unknown and could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The patient's compliance to treatment is suspected to have contributed to the event. Medical records have not been made available.